Event description:
The customer reported that the system would lock up. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The sys interface board and software version were not compatible. The reported issue is currently under investigation.